Manufacturer narrative:
Patient information was unavailable from the site. Device has not been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported the computer froze after starting the system and has been happening more frequently. The issue was resolved by rebooting the system. The procedure was continued with the use of the system without further issue. This issue occurred preoperatively after anesthesia had been administered and did not cause any surgical delay. There was no reported impact on patient outcome.